Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement

Event description:
(B)(4). Case resolution: tech called after he has replace several parts on 8100 unit, he is still have same error message at this time after replace the bezel, pressure sensors front door w/keypad and door latch, at this point he needs to send unit in to be services confirm level one repair price quote. For 8100 unit serial# (B)(4).